Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from pain. It is also alleged that the hip has 'given out' causing him to fall. Doi: (B)(6) 2007; dor: (B)(6) 2012 (right hip). (B)(6). Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. **update** (B)(4) 2013 - upon medical record review by a medical professional, corrosion around the taper was discovered. A stem has now been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2363721 and a19b21000. A search of the complaint database finds additional reported incidents against lot code 2389277 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.